Event description:
A customer obtained a higher than expected vitros glucose csf quality control result (46.0 mg/dl) while using the vitros 5,1 fs chemistry system. The expected vitros glucose csf value for the quality control fluid in use was 37.6 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient results were not released during the interval that the higher than expected quality control result was obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that higher than expected vitros glucsf quality control results occurred on the vitros 5,1 fs chemistry system. Assignable cause was determined to be the use of an atypical calibration curve. The calibrator fluids in use could not be ruled out as contributing to the cause of the atypical calibration curve. There is no indication that vitros glucsf lot 0029-0807-0389 or cal kit lot 160 malfunctioned. Following calibration of vitros glucsf reagent lot 0029-0807-0389 with cal kit 1 lot 171, (an alternate lot of calibrators), acceptable glucsf quality control results were obtained.